Event description:
Customer reported receiving a glucose result of 414 mg/dl on their precision xtra blood glucose monitor, which was reported to be higher than they felt. The customer reports they made unspecified changes to their diabetes medication based on the reading. They then reported to feel cold and sweaty, and the paramedics were called. When the paramedics arrived, a glucose result of 58 mg/dl was obtained on an unk brand of meter. Juice was administered to customer in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.